Event description:
The lay user/patient contacted lifescan and alleged that her one touch ultra meter was not powering on. The medical affairs specialist called the patient on 10/12/05, who verified and provided additional information. The subject meter was a "brand new meter" and the patient had attempted to test on it since she felt lightheaded and had rapid heart rate. The meter would not turn on and she was taken to the emergency room. The patient's blood glucose level was not tested at the ER and she did not receive any diabetes treatment there. Her heart rate was monitored and she was released within the 1/2 hour. At the time of troubleshooting, it was verified that the meter was a new product and that the pt was using the correct test strips. She was asked to press the power button, but the meter did not turn on. The battery was checked and it was correctly installed. The battery contact was also good. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.